Event description:
The patient is a bariatric pt who has been here at the hospital for an extended period of time with multiple surgical complications, trach, wound vac on abdomen with multiple drains, etc. He was found on the floor at the foot of bed when I arrived. He did not hit his head. Two lift teams were required to replace him in bed. The bed is a specialized bariatric bed supplied by kci. Pt somehow managed to manipulate controls for bed in his confusion and lifted bed almost to upright/standing position, at which point he slid out the foot end of the bed. Kci was notified. Today the patient required transfer to ICU for septic shock. Questionable if related to abdominal injury after fall. We are unable to take the patient to have a CT scan, because he exceeds weight of scanner.